Event description:
It was reported that post a stenting treatment procedure, a patient death occurred. In (B)(6) 2011, the patient was brought to a hospital due to acute myocardial infarction (ami). The lesions being treated were located in the apical left anterior descending artery (lad), proximal lad, left main (lm), 1st diagonal (dx). The lesion was predilated with an unknown balloon. A 2.75x38mm taxus liberte stent was implanted and post dilated with an unknown balloon. The lm to the proximal lad was predilated using a kissing balloon technique. Two non-bsc stents (3.5x28mm distal and 3.5x24mm proximal) were implanted at 8atm, and post dilated with an unknown balloon. The 1st dx was predilated with an unknown balloon. An 2.5x24mm non-bsc stent was inflated to 8atm. The stent was implanted as "t-stenting" and post dilated with an unknown balloon. No treatment for the lesion in rca was performed. In (B)(6) 2011, enlargement of the vessels in the area of the previously placed non-bsc stents was identified using ivus. This vessel expansion caused the non-bsc stent located in the 1st dx to detach from the vessel wall (stent was floating). The vessel diameter was confirmed as approximately 6mm in proximal to mid lad. No expansion was noted where the taxus liberte stent was implanted. Due to the expansion, a gap between the taxus liberte stent and the unknown non-bsc stent occurred (previously overlapping). An unknown bare metal stent was implanted in the expanded blood vessel , due to an aneurysm, followed by inflations with a 6mm unknown balloon to complete the procedure. In (B)(6) 2011, it seemed that the expansion stopped where stent was implanted in (B)(6) 2011, but the expansion in vessel where non-bsc stents were implanted was progressing. The blood vessel diameter was 8mm and increased to 10mm. As the blood vessel diameter was too large for a stenting treatment procedure, the patient was transferred to another facility five days later for coronary artery bypass graft (CABG) surgery. On an unknown date, antiplatelet therapy was stopped and heparin was administered. Patient was "feverishly" and crp was temporarily performed, a steroid was administered. In (B)(6) 2011, CABG was performed to three vessels. The implanted non-bsc stent located in the 1st dx was not removed. Detailed information after CABG was not available. Sixteen days post CABG, the patient expired. The physician reported the cause of death as unknown.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).